Event description:
Unomedical reference number (B)(4). Event occurred in the united arab emirates. On 10-apr-2024, it was reported that the patient's infusion set tube got detached close to the reservoir while sleeping. The site location was the patient's left thigh, and the pump was on the left side near the thigh. The infusion set had been used for the second day. The patient's blood glucose level was 400 mg/dl at the time of the incident. Reportedly, it was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the blood glucose level was 130 mg/dl. No further information available.